Manufacturer narrative:
(B)(4): endoleaks are labeled in the IFU. Event eval: still under investigation.

Event description:
A (B)(6) male underwent evar with general anesthesia on (B)(6) 2010. The pt's anatomical form was not suitable for evar due to short proximal neck (12mm), one third of right iliac artery inner cavity was calcified and right iliac artery dissected. Final angiography revealed a proximal type I endoleak (1820334-2010-00315), a right distal type I endoleak (1820334-2010-00316), a type ii endoleak, and a type IV endoleak (1820334-2010-00317). The proximal site was ballooned twice, but the leak remained. Another MFR's stent mounted on a balloon was placed and the endoleak was resolved. The right distal site was ballooned twice, but a slight endoleak remained. The physician decided to take f/u observation and place an add'l iliac leg graft on external iliac artery if necessary. The type ii endoleak and the type IV endoleak were considered resolved after heparin neutralization and completed the procedure. The devices were used as labeled. Add'l info received on (B)(4) 2010: on (B)(6) 2010, right internal iliac artery was embolized with coils, and the add'l iliac leg was placed to extend into internal iliac artery: final angiography revealed the right distal type I endoleak was resolved. The type IV endoleak was still remained, but the physician decided to take f/u observation with the change of anti-thrombotic medicine from plavix to bayaspirin. Add'l info received on (b)(40 2010: on (B)(6) 2010, angiography revealed type IV endoleak was resolved. Type ii endoleak was still observed. The pt is fine.